Manufacturer narrative:
The technician found the end tube was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2010-2011 and 2013-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the end tube to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left side rail would not latch. The bed was located on the (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).